Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a hematoma occurred. The patient was undergoing balloon assisted maturation (bam) of an arteriovenous fistula (avf) in an unspecified location. Ultrasound was utilized throughout the procedure. A .018 non bsc guide wire was positioned and an 8.0mm sterling low-profile balloon catheter was advanced. Inflations were performed along the entire fistula with the minimal pressure necessary to fully inflate the balloon. Following dilation, a duplex scan identified a hematoma.

Manufacturer narrative:
Age at time of event: 18 years or older.event date: (B)(6) 2013.article: trevor derderian, anil hingorani, enrico ascher, natalie marks, robert jimenez, ed aboian, theresa jacob, pamela boniscavage; to bam or not to bam?: a closer look at balloon-assisted maturation; annals of vascular surgery 2013; 27: 104-109.device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).